Event description:
Reportedly, the subject device was found operating with "as shipped" values. Parameters were reprogrammed back to previous values and pacemaker check was thoroughly performed. The ventricular threshold was found to have increased to 2.25 v, and it was also confirmed that ventricular pacing failure was not occurring. The ventricular output was reprogrammed from 2.5 v to 5.0 v. Additionally, the re-initialisation file was stored in the wrong directory.

Event description:
Reportedly, the subject device was found operating with "as shipped" values. Parameters were reprogrammed back to previous values and pacemaker check was thoroughly performed. The ventricular threshold was found to have increased to 2.25 v, and it was also confirmed that ventricular pacing failure was not occurring. The ventricular output was reprogrammed from 2.5 v to 5.0 v. Additionally, the re-initialisation file was stored in the wrong directory.